Event description:
An accustick ii was used for therapeutic purposes. During the procedure, the radiopague marker broke off inside of the patient's bladder. The patient will be going to urology to determine how marker will be removed at a later date. The patient is reported to be doing fine. There were no further complications reported with this event.